Event description:
Caller reported blood glucose results of 278 mg/dl and hi, which on the system indicates a result in excess of 600 mg/dl, on inform system 1, 189 mg/dl on inform system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).